Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported her blood glucose being high for the past month. Customer's current blood glucose was 277 mg/dl. The customer was advised that there are many reasons for high blood glucose. Troubleshooting for the insulin pump found insulin was able to exit from the tubing. The customer also stated he did not find a leak on the insulin pump. The insulin pump also passed the high pressure test. The customer also reported his blood glucose would reach 400 mg/dl.. He stated the insulin pump would deliver 8 units of insulin but he would still need a manual injection. No additional information provided.